Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke despite using a fiber cooling pouch and normal operating conditions. The fiber was replaced, and the second fiber broke as well. A third fiber was used to complete the procedure with no patient complications. This event is for the first fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that there was a circumferential fracture at the distal side of the fiber/cap fusion zone was also identified. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke despite using a fiber cooling pouch and normal operating conditions. The fiber was replaced, and the second fiber broke as well. A third fiber was used to complete the procedure with no patient complications. This event is for the first fiber.